Event description:
Complaint ID (B)(4).

Manufacturer narrative:
The event occurred in (B)(6). It was reported that the rotflow console displayed the error message "referenc" when it was turned on. It is suspected that the control board is defective. It was noticed during inspection. No patient was involved. No harm to any person has been reported. The reported failure ¿referenc¿ could lead to a pump stop therefore, a report is required. The rotaflow console (rfc) with s/n (B)(6) was investigated by a getinge field service technician. The technician was able to confirm the reported failure "referenc error". The rf control board pcba kit (material#701034051) has been replaced. After the replacement the device is working as intended and is back in clinical use. Based on the investigation results the reported failure "referenc error" could be confirmed. A similar complaint was investigated for the reported failure in getinge life-cycle-engineering (lce). The reported failure was caused most probably by a defective capacitor on the control board. This caused a short circuit that set off the fuse on the power supply board. The review of the non-conformities was performed on 2024-07-25 and during the period of (B)(6) 2021 to (B)(6) 2024 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2021-06-29. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in china. It was reported that the error message ¿reference¿ occurred on the rotaflow console when the device was turned on. It is suspected that the control board is defective. No patient was involved. No harm to any person has been reported. The reported error ¿referenc¿ can lead to a pump stop during use therefore a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.